Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise on its pace-sense portion and was suspected of being fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: etlw1613c156e stent graft, date of implant: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.